Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 5,7 mg/ml at a does of 1,7 mg, naropeine 4.3 mg/ml at a dose of 1,28 mg, and clonidine 3.7 ug/ml at a dose of 1,10 ug via an implantable pump for an unspecified indication. It was reported that the patient heard the critical alarm ¿yesterday¿ (actual date not confirmed despite inquiry). The doctor performed a pump interrogation and a ¿motor stop¿, confirmed as motor stall, message was noted. There was no electromagnetic interference (emi), environmental, external, or patient factors that may have led or contributed to the event. The patient¿s pain had come back and increased. The physician had tried new programming but ¿the motor stopped¿/stalled. The pump motor stall did recover at some point before explant. The pump status was initially reported as implanted but out-of-service. Surgical intervention was planned for pump replacement and scheduled as ¿normaly today¿. It was later confirmed the explant date was (B)(6) 2017. Logs were available, not yet received, and the pump was being returned. At the time of the report the resolution and patient status were unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Pump interrogation revealed the returned pump was programmed at minimum rate; morphine 0.0356 mg/day, naropeine 0.0269 mg/day, and clonidine 0.0231 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.